Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of yaw pulley thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. No image or video clip for the reported event was available for review. A review of the device logs for the maryland bipolar forceps associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4). There were 11 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the maryland bipolar forceps had thermal damage on the yaw pulley. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the clinical sales represent (csr) and obtained the following additional information: the thermal damage was identified after reprocessing. The instrument was not inspected for damage prior to reprocessing. There was no report of patient injury and the procedure was completed robotically.